Event description:
Lumbar drain sheared during placement; piece retained in lumbar region of spine. CT scan completed to verify location. Doctor decided to leave in place. Patient tolerated procedure.